Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. UDI #: (B)(4).

Event description:
It was reported that at 8:30 pm on (B)(6) 2016, a nurse had used a bd autoshield duo pen needle 30g x 5mm to give an (B)(6) patient an injection. After completing the dose she went to remove the needle from the pen and hit the safety cover with her finger. This caused the safety mechanism to collapse and she stuck herself with the used needle. She was tested for (B)(6) and tested (B)(6). She was also prescribed truvada and isentress. No skin infection has been observed. The nurse will be monitored for (B)(6) for an additional six months.